Event description:
A nurse reported the laser stopped firing in the middle of a treatment. The system was rebooted, which solved the problem, and the surgery was completed successfully. There was no patient injury/harm associated with this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.